Event description:
The pt uses a reclining geri chair. Because she is unable to sit-up on her own the staff uses pillows as padding for support. As a result of the pressure from the padding the side panels were pushed out placing pressure on the tip hooks/prongs that hold the panels in place. As a result of the pressure the hooks/prongs holding the panel broke off on the right side and are cracked on the left side. The injury occurred when the pt was in a sitting position and the chair was being moved into a reclining position. The pt's right hand caught on the broken hook/prong as the chair was being reclined.